Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient stated issues with infusion set in the form of bent cannulas with blood glucose level of up to 750 mg/dl. Subsequently, the night prior to hospitalization, the patient started to throw up, thought it was the flu and woke up out of sleep, to throw up again and like that all night. The patient was not aware of what was going on, but in the morning, stomach was bad so went to hospital. Reportedly, the patient was admitted into hospital because of high blood glucose, two days prior to the current report and he was diagnosed with diabetic ketoacidosis. The patient was still in intensive care unit and received intravenous insulin drip as corrective treatment. Currently, his blood glucose was 193 mg/dl. Reportedly, the patient has used pump for less than 48 hours before hospitalization. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.